Manufacturer narrative:
The complaint has been resolved by ICU medical personnel via communication and interviews. Functional testing and visual inspection cannot be performed because the device was not sent back to the service hub for evaluation and analysis; therefore, the reported complaint could not be replicated or confirmed. A 12-month service did not indicate a similar event.

Event description:
It was reported that the plum360 pump finished delivering infusion 12 minutes early between the timeframe of (B)(6) 2022 00:00 ¿ (B)(6) 2022 23:59. The reporter further added that most of the time, the pump finishes at 60 minutes or a few minutes before. Also, she only followed the infusions set at 0.5ml/hr. The volume to be infused (vtbi) at a delivery rate of 0.5ml/hr., and also was not stopped during the infusion process. Biomed found the information from the mednet logs. There was patient involvement but there was no harm reported.

Manufacturer narrative:
Gcm received an email from ICU medical clinical nurse consultant on (B)(6) 2022 stating that the customer was programming a very low vtbi every hour and this was causing the pump to not be able to overcome the trumpet curve. It was further stated that by extending their infusions with either 4 or 6 hours of vtbi, they were able to resolve the issue, and stating that the probable cause of the infusion finishing early was the programming of small volumes hourly. R&d engineering was provided with a mednet event/alarm log (eal) report covering the pump and dates in question. R&d engineering evaluated a portion of the provided event/alarm log report finding infusions consistently finishing irregularly early and outside the design delivery tolerance of +/- 5.0%. ICU medical clinical nurse consultant reported on (B)(6) 2022, that ¿the customer was programming a very low vtbi every hour and this was causing the pump to not be able to overcome the trumpet curve. It was further stated that by extending their infusions with either 4 or 6 hours of vtbi, they were able to resolve the issue.¿ the referenced ¿trumpet curve¿ is documented in the plum 360 system operating manual (som), document # 430-98340-003 (a, 2017-09), chp 11 which shows that delivery accuracy in the early stages of an extremely low rate infusion may vary significantly beyond the design tolerance (in some cases even up to +/- 25%) with accuracy improving as the infusion continues. Engineering found the customer¿s reported incidents of finishing early occurred consistently (though the size of the early finishing varies irregularly) in the first few reviewed infusions. Engineering evaluated this was sufficient to confirm the customer¿s complaint and the clinical nurse consultants reported resolution and, thus, that further log review would not add value to the findings. The customer¿s complaint is confirmed.